Event description:
It was reported that the during implant procedure, the helix of the lead would not retract when exercised, even after twenty five turns. It was also noted that it was difficult to pass the stylet through the lumen of the lead. The lead was not used during implant and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned; analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. (B)(4).